Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.

Manufacturer narrative:
Samples received: is received in total (B)(4) units as shown in closed packaging analysis of the claim. Samples received: (B)(4) units in closed packaging. Preliminary analysis: review of stock: there are no units in stock available for this product code and lot number. Quantity produced / imported:(B)(4) units were manufactured and distributed of this code batch. Background: database of complaints reviewed and showed, that to date there are no reports for this cause, that relate to this lot number and product code. Batch record / lot registration: registration batch manufacturing was reviewed and showed that this product had a normal process and the results obtained during the process, met the requirements of OEM. Results: the batch release results obtained in relation to the tensile strength in the knot, met the requirements demanded for this type of suture. Conclusions: this claim is evaluated as "not justified", since the results obtained for batch release and analysis of tensile strength in the knot of the samples analyzed comply with the specifications in the OEM for this type of material. Actions: according to the internal procedures, there is no need to establish corrective or preventive actions.